Event description:
It was reported by the patient that they are hearing the patient alert every morning and that "one of the leads wore away". The leads are all still in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.